Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the device revealed the distal and proximal end of the stabilizer were kinked and the stent was partially deployed. During functional evaluation, the stabilizer was advanced and the stent deployed without difficulty. Additional information provided stated flush was intermittent during the clinical procedure and the patient¿s anatomy was severely tortuous. It is probable the lack of continuous flush contributed to the partial deployment and stent stabilizer kink; as such, an assignable cause of user error was assigned.

Event description:
Analysis of the returned device found the stent was partially deployed. There was no clinical consequence to the patient due to this event.